Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompted initial setup on its own on the mobile app was reported. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.